Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high and low blood glucose level. Date of hospitalization was unknown. Customer¿s blood glucose level was unknown at the time of hospitalization. It was unknown that auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.